Event description:
Very limited info from the field. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle froze. This event is being reported as a device malfunction in absence of info from the field that any actual injury occurred.